Event description:
During surgery, the provider noticed the readings for co2 and o2 were far below normal. Ventilator volume looked normal and there were no error messages displayed on the equipment. The gas analyzer module was tested with calibration gas and had readings that were within normal tolerances for the cal gas. Just prior to swapping out the entire machine, it was decided to replace the gas sampling line. This immediately corrected the problem. There was delay of about 20 minutes in the procedure while troubleshooting. The suspect sampling line was visually inspected, but no defects were noted. Pressure testing of the sampling line indicated a significant leak, which would be consistent with the problem in the room. To find the source of the leak, the line was being prepared to be submerged in water to look for bubbles. At this time the fitting at one end fell apart, so the leak became obvious. Packaging from the defective line was not retained, so the lot number is unknown. Another line from the same supply bin had lot# 155042.